Event description:
It was reported that the patient presented at clinic due to high defibrillation impedance due to lead fracture exhibited by their right ventricular (rv) lead. The rv lead was explanted and successfully replaced. The patient was stable.